Event description:
The customer's wife reported that the customer passed away. The cause of the customer's death was not known at the time of the report. The customer's wife stated that the customer collapsed, and died outside of his home, while wearing the insulin pump. The customer's wife also reported that in 2008, the customer had been hospitalized, due to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further info will follow once the analysis has been completed.